Manufacturer narrative:
510k: the type of expandable introducer tf sheath is unknown; however, these are the possible 510k number for tf sheath: p130009 and p140031. Bibliography: andres m pineda, m. J. Et al (2020). Transcatheter aortic valve replacement for patients with severe bicuspid aortic stenosis. American heart journal, 105-112. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. According to literature review, and as documented and written in and edwards lifesciences technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien 3 valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, per article, 10 patients in the sapien group experienced vascular events, (major and unplanned). The cause for the vascular events are unknown as the article did not provide detailed information. Other potential contributing factors are unknown as limited clinical information was provided in the article. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A single-center study was published in the journal article "transcatheter aortic valve replacement for patients with severe bicuspid aortic stenosis". The study period was april 2011 to november 2016 and compared the outcomes with tri-leaflet aortic valves (tav) treated with tavr. The present analysis was limited to patients who underwent treatment with the commercially available balloon expandable valve system and included 232 patients treated with edwards sapien, sapien xt or sapien 3. The aim of the study was to evaluate the outcomes of transcatheter aortic valve replacement (tavr) in patients with bicuspid aortic valve stenosis (bav) and compared them with those of tri-leaflet aortic valves (tav). This complaint represents the 10 patients who experienced major/unplanned vascular events that occurred in the balloon expandable valve system (sapien group) during the study period.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
This supplemental MDR is being submitted for reference of mfg. Report numbers for this complaint. This is 3 of 5 reports being submitted for this complaint; reference mfg. Report numbers: 2015691-2020-12305, 2015691-2020-12306, 20205691-2020-12309 and 20205691-2020-12310.